Manufacturer narrative:
The device in question was returned to the manufacturer for evaluation. A device history record (DHR) review was performed and no issues or discrepancies were found. The DHR showed that this device met all required specifications. A review of similar complaints within the same batch was performed and one other complaint was found. The percentage rate of complaints observed has not exceeded the expected occurrence rate for this issue. Visual analysis revealed some anomalies, the stent was protruding from the distal tip of the microcatheter, the stabilizer was kinked, and the microcatheter was stretched at its proximal end and damaged at its distal end. Functional analysis involved deploying the stent and high resistance was felt. The dimensional analysis indicated that the dimensions that were relevant to this complaint were not out of specification. The stent was difficult to deploy on the lab table. The operator encountered friction when attempting to deploy the stent, and it is unclear what might have caused high friction during deployment, but it is possible highly tortuous anatomy caused this resistance, that there was an inadequate flush running through the system, or that damage to the distal end of the microcatheter caused friction between the stent, microcatheter and stabilizer. Excessive force may have been applied between the stabilizer and the catheter in an effort to deploy the stent. The tensile force is likely to have stretched the microcatheter and the compressive force on the stabilizer is likely to have kinked the proximal hypotube. The failure mode of the hypotube has been observed before and an analysis of the current hypotube and a proposed improvement are documented in technical reports. The root cause for this complaint cannot be determined definitive.

Event description:
The physician reported an aneurysm embolization procedure in the internal carotid artery (ica) was performed. The aneurysm is wide neck and the physician used the device in question first. When the physician positioned the stent and wanted to withdraw the catheter, he encountered significant resistance. The physician withdrew the stent and used another neuroform successfully. After that the physician deployed 4 coils in the aneurysm and the outcome was quite good.